Event description:
Related manufacturer reference number: 2017865-2023-05077.it was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead and right atrial lead exhibited noise oversensing. The leads were capped and replaced on (B)(6) 2023. The patient was stable in condition.